Manufacturer narrative:
(B)(4). Batch # r92258. Investigation summary: the device was returned with no apparent damage. The device was connected to a generator and functionally tested. An alert screen was displayed and no further functional testing could be performed. The blade could not be functionally tested due to the returned condition of the instrument. The device was analyzed and it was determined that it was used on more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator, an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. The device was disassembled to inspect the internal components and no anomalies were noted related to the reported event. However, what was found was that there was a cracked internal component; the y-link. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
Once hd was connected it showed on the gen ¿activate device¿ although this not supposed to be done with hd & avfter activation, gen showed instrument ready¿ then on the first activation it said ¿error replace instrument¿. N.b. I tried same sheer on other generator & it showed no usage remaining. R92495 : as that was 2nd pc of hd didn¿t work in same surgery so dr. Asked for ace+ and started the surgery. Source: (B)(6).